Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
''Us legal'': it was reported that patient underwent an unknown surgery on (B)(6) 2007. Around (B)(6) 2020, dr. Checked on patient's surgery and found out that no screws were used in that procedure. Additionally, the nails that were implanted, apparently were bent. Dr. Also stated that the rod in place was too long, and that it was off about 25 to 30 degrees, which is causing the leg to turn in. The product smith & nephew size 8.25 x 35 cm tibial rod 5 gen proximal nail cap 0 mm.